Event description:
The customer contact reported the device touchscreen does not respond. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, at start up, the device touchscreen does not respond. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at start up, the device touchscreen was found to not respond and was out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.